Event description:
While troubleshooting for an unrelated alarm, a technical service representative (tsr) discovered that a home patient (hp) swapped an empty solution bag for a new solution bag during automated peritoneal dialysis therapy. The hp was connected at the time of the swap. The tsr reviewed proper procedures with the hp and advised the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported disconnecting and replacing an empty supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.